Manufacturer narrative:
Device codes: 2983 labeled. Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue and mechanical jam of the thumbslide were confirmed. Additionally, tears in the shaft were noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the distal end of the shaft was bent in the anatomy such that the ratchet ears punctured into the inner diameter of the distal sheath causing the tear and preventing further advancement of the ratchet resulting in deployment failure as confirmed on the returned unit. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right popliteal artery near the knee joint that was eccentric, concentric, heavily calcified and mildly tortuous. The artery was almost totally blocked by calcification. Toward the end of stent deployment of the supera 4.5 x 60 mm, the thumb slide stopped moving. Trouble shooting was performed, and deployment was able to be continued. The supera was successfully deployed in the target lesion and the delivery system successfully removed. Results were noted to be good. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.